Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks during an episode of what appeared to be sinus tachycardia. Therapy was exhausted during this episode. A boston scientific technical services consultant reviewed the episode stored in the device memory and noted it is not usual to see atp programmed on in a low vt-1 zone, but this could be related to patient condition. It was thought that the patient had been admitted to the hospital. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated.

Manufacturer narrative:
Correction supplemental-001: impact codes (h6) have been updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks during an episode of what appeared to be sinus tachycardia. Therapy was exhausted during this episode. A boston scientific technical services consultant reviewed the episode stored in the device memory and noted it is not usual to see atp programmed on in a low vt-1 zone, but this could be related to patient condition. It was thought that the patient had been admitted to the hospital. This device remains in service. No additional adverse patient effects were reported.